Manufacturer narrative:
Additional information was received on june 16, 2019 and it was noted that the patient was a male, therefore, sex was populated with m. It was also confirmed that a pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium, therefore required intervention was selected. The patient's outcome is fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The biosense webster, inc. Product analysis lab received the device for evaluation on june 20, 2019. Therefore, populated device available for evaluation?, is device returned to manufacturer? And date device returned to manufacturer. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvc) with a thermocool smart touch sf unidirectional catheter and suffered cardiac tamponade. During the procedure cardiac tamponade was confirmed. It is unknown if medical/surgical intervention was performed. There¿s no information regarding extended hospitalization or patient¿s outcome. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed, and the catheter failed, some holes were observed occluded, however, during the cool flow pump test the catheter passed specifications. For this condition, the manufacture team performed an investigation in order to find the root cause, the investigation results showed that this issue is not related to the manufacturing team since the catheter was dissected and foreign material was observed inside the dome; a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the foreign material was primarily composed of a biological-based material, presumably human fluids. Thus, is determined that the obstruction on the irrigation holes is not related to the manufacturing process. It was not found there was evidence of such source of contamination on the manufacturing process. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be determined. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion observed with human fluids cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to procedure, in addition no biosense webster, inc. Product malfunctions were reported. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30130645l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvc) with a thermocool smart touch sf unidirectional catheter and suffered cardiac tamponade. During the procedure cardiac tamponade was confirmed. It is unknown if medical/surgical intervention was performed. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician commented the adverse event may have occurred when raising the thermocool® smart touch® sf uni-directional navigation catheter to the right ventricle outflow tract (rvot). No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.